Event description:
Customer reported that she had bent cannulas and reservoirs. Customer's current blood glucose reading was 443 mg/dl. However, during the phone call customer's blood glucose was 481 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).